Event description:
Customer reported having ongoing issues with erroneous low and high sodium (na) results values while using the synchron lx20 pro system for multiple pts (quantity unk). Erroneous test results were reported out of the lab. The results were erratic, some na results were false low and some na results were false high and after a time, there were intermittent occurrences of high na results. Specific pt results and dates of testing were not provided for all pt samples. However, there was one example available (152 mmol/l that was repeated and corrected to 138 mmol/l). No other examples of the erroneous and corrected reports were available. There were no reports of death or serious injury or affect to pt treatment as a result of this event. In addition although unclear, it appears the issue was addressed on four separate dates. Consequently, this is 1 report of 4 events reported by this customer.

Manufacturer narrative:
Samples are drawn in plasma separator tubes. Some of the high sodium (na) results were detected through delta check. Others were accepted by the auto validation process and reported. At times, physicians notified the lab that na results appeared too high. Samples were repeated and amended reports were issued. The customer is not aware of how many there were. No other chemistry results were affected. The ise (ion-selective electrode) system is routinely calibrated every 24 hours and quality control (qc) is run at the time of calibration. Prior to this system generating false na results, qc results were within the lab established ranges. When repeated at the time of the event(s), na qc results were within range. The field service engineer (fse) was dispatched. The engineer replaced the mc (modular chemistry) system's sampling probe and wash collar and rebuilt the ratio pump. Although hardware issues were addressed a clear root cause could not be determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 4 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-07992, 07993 and 07994.